Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient ¿always¿ had a puddle on the floor during peritoneal dialysis therapy. The patient was unable to provide any specifics and did not see the location of the leaks, but stated that it was due to the homechoice cassette. During repeated attempts at due diligence, the patient was not able to give any more information on the event. There was no patient injury or medical intervention associated with this event. No additional information is available.